Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the issue involved a lead; contact "0" was out of alignment with other contacts - "bent". The component was replaced. The device was not used with /in patient. No pt injury was noted. The pt outcome was recovered without sequela.